Manufacturer narrative:
Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 2000014904, model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.